Event description:
Reporter alleged receiving a result of 66 mg/dl on his doctor's system and then being given 2 glucose tablets because of the reading. Reporter alleged that he then obtained a result of 177 mg/dl on his aviva system which was within 10 minutes of the 66 mg/dl. No other actions were reported taken nor treatment received. No adverse event reported. A request was made for the return of the affected product.